Event description:
I used alcon's opti-free puremoist 4 oz. Contact solution (lot 11c8a, expiration date 6/30/2025) and developed a red sore under one of my eyes. The contact solution smelled like mildew. I have been using contact solution for almost 30 years and the solution should not have a smell. I think others have been having similar issues with unexpired puremoist solution having a bad smell based on what I have seen online. My experience does not appear to be an isolated event.